Event description:
Device 1 of 2; reference MFR. Report#: 1627487-2019-04000. It was reported the scs system was no longer providing relief for the patient. As such, the patient is to undergo surgical intervention on (B)(6) 2019, wherein the system will be removed..

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2019-04000.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2019-04000. Follow-up information revealed the patient's system was removed on (B)(6) 2019.